Event description:
It was reported that the procedure occurred on (B)(6) 2010 to treat the de novo lesion located in the proximal to mid right coronary artery (rca). There was mild tortuosity, moderate calcification and it was a thrombotic, acute myocardial infarction (ami) case. The vessel diameter is 2.75 and length is 25 mm. A non abbott aspiration catheter was used to remove the thrombosis from the lesion. Intravascular ultra sound (ivus) was performed and the lesion was pre-dilated with a non abbott balloon catheter. The xience v 2.75 x 28 stent was implanted at 10 atm for 20 seconds twice. The xience was then post-dilated with an nc voyager at 12 atm for 10 seconds twice. After post dilatation ivus was performed, which confirmed a well apposed stent. On (B)(6) 2010 the patient suffered a sudden fit of chest pain in the evening. Coronary angiography (cag) was performed and thrombosis was observed inside the stent implant starting from its proximal part. The thrombosis was removed with an aspiration catheter and the balloon catheter was used to treat the sub acute stent thrombosis. The procedure was completed after post procedure ivus. Adequate blood flow was observed. Cag was performed on (B)(6) 2010 and there were no anomaly observed in the area where the thrombosis was previously present. Though requested, no additional event or patient information was available.

Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted the proximal right coronary artery is totally occluded and thrombosed. A catheter marker is advanced and retracted several times in the area of thrombosis suggesting that this is the aspiration catheter. Distal flow is obtained. There is a long diffuse, calcified lesion in the proximal/mid section of the vessel. This area is pre-dilated and a stent is then positioned across the lesion area. The stent is deployed. There is irregularity (waist) in sections of the balloon suggesting that the stent has not fully expanded. Several post-dilatations are performed as well as ivus. The final results show a smooth lumen surface in the stented area. The reviewer concluded that the final result of this procedure suggests that the stent has fully expanded. There is good distal flow. There are several potential causes for acute thrombosis of a stent, including, but not limited to: inadequate stent apposition, inadequate anticoagulation, and dissection. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. In this case, the sds was not returned for analysis which may have aided the evaluation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. However, it was reported the xience v was implanted in a patient who was thrombotic with an acute myocardial infarction (ami) case. It should be noted the xience v instructions for use (IFU) states: the xience v is contraindicated for use in patients who had recent ami or who have not normalized the cardiac enzyme levels after ami. It is unknown how the use of xience v in this patient selection may have contributed to the reported difficulties. Reportedly, the patient presented with chest pain, angiography was performed and thrombosis was observed inside the stent implant starting from its proximal part. The thrombosis was removed with an aspiration catheter and the balloon catheter was used to treat the sub acute stent thrombosis. Angina, thrombosis and hospitalization are listed in the IFU as known adverse patient effects with coronary stenting. In this case, it is possible the angina was a secondary effect of the thrombosis which required additional treatment and hospitalization. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported difficulty deploying the stent and patient effects could not be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Physician comments as to the cause of the thrombosis formation: the physician says the thrombosis may have been caused as some of the stent struts of deployed xience v stent were observed not to be fully apposed/expanded at the time of post-dilatation of the deployed xience v stent. Also, he suggests the administered medication did not take effect very well as it had not been long since starting administering the medication. However, he suggests it is possible the thrombosis may have occurred by either or both of the above causes but he concluded he is not sure what the real cause was. Dilatation catheter: tazuna2.0-15,voyager nc .75-15. Guide wire: sion,runthrough ns. Guiding catheter: heartrail 6frjl3.5,eliminate iii. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.